Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was unknown at the time of the incident. Customer states there was crack on the battery compartment. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device with missing segments or partial display due to moisture damage on the electronic and motor assemblies. Unable to perform the displacement test and self test due to missing partial display. Device received with cracked case on the back at the battery tube area and battery tube threads. Device received with damaged serial number label.